Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-02867. It was reported that during a trial procedure, patient experienced a headache due to a cerebrospinal fluid leakage. The physician performed a blood patch. Patient¿s headache has resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.